Event description:
Affiliate reported that the device would not reprogram after implantation and needed to be explanted. During the revision surgery, some form of blockage in the distal catheter was noted. The device was implanted in 2008, and explanted on approx two months later.

Manufacturer narrative:
Codman has requested return of the valve for eval. Historically, for complaints of this nature, examinations of the valves and or catheters have revealed the accumulations of biological debris within the device, which have resulted in blockages. Review of the device history records have been confirmed that the valves have met specs when released to stock. A f/u report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further info regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.